Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when attempting to take biopsies the biopsy device failed to collect a sample. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. Upon unaided visual inspection, no signs of physical damage were observed. The device failed to collect a sample in 6 automatic mode activations. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and two similar complaints for this lot number were found. Non-conformances of this nature are monitored by the engineering, quality and management team members.